Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test passed. The rite electrical test failed the ground bond step. Rite test encountered a ground bond failure, with an assignable cause of loose connection at the door frame to door post interface. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.